Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). It was reported the patient did an exchange in a hospital, which led to peritonitis. The patient was hospitalized for the peritonitis. The patient was treated with injection (inj) heparin (intra-peritoneally (ip), dose and frequency not reported), inj fortum (1gm, ip, frequency not reported) and inj. Vancomycin (1gm, once in 5 days, route not reported) for the peritonitis. Action taken with the dianeal therapies was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.